Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose level was 435 mg/dl. Customer was treated with manual injection for high blood glucose level. The customer¿s other blood glucose level was 253 mg/dl. The insulin pump will not be returned for analysis.